Event description:
The event is reported as: complaint alleges: "the account indicates that the set up did not include the zip tie that is used to secure the comfort flow device to the concha column. As a result the unit disconnected and very hot gas was measured at tube end." No pt injury reported.

Manufacturer narrative:
The assembly process and mfg procedure for the product complaint were reviewed finding that they included the zip tie. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specs. The customer complaint was not confirmed due to the lack of product sample. However, base on similar complaints a project (CAPA (B)(6)) was opened by r&d department in order to implement corrective actions to assure a more robust retention. According with the lot number provided the product was produced before the corrective action. The material available in our distribution center was returned in order to be reworked.